Event description:
It was reported that the patient experienced increased fatigue. The right atrial (ra) lead had high thresholds and intermittent capture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.